Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
2020-jan-22 (B)(4) (con, rep): information was received from the consumer via manufacturer's representative regarding a patient who as implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient needed some reprogramming for their stimulator (ins). Patient was scheduled on (B)(6) 2020. During the appointment patient stated she was having pocket pain and that her ins appeared to be close to her skin's surface. Upon palpitation, the ins seemed to be tilted in the pocket, the top of the ins was more superficial than the rest of it. Rep reprogrammed patient to give her more stimulation in this area of her back, but suggested to make an appointment with hcp for possible revision. Rep updated the hcp of this matter. Rep called the patient today to see if she scheduled for f/u however no response, rep will update further. Issue not resolved at this time. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp via a manufacturer representative on 2020-feb-06 reporting the cause of the tilted ins was not known. Revision surgery was discussed but not yet performed or scheduled as the patient was waiting until after knee and shoulder surgeries. No further complications were reported.